Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported tubing disconnected and leaked at the pump segment prior to start of second unit of blood, however, tubing had previously been in use during first unit of blood. No patient harm or medical intervention was reported. No further patient/event information was reported.